Manufacturer narrative:
Device history record review is unable to be performed due to the lot # being reported as unk. Sample analysis: it is indicated that a sample is available for eval, however an anonymous person submitted this report to the FDA. Since there is no contact info, we have not been able to obtain any further detail on this prod complaint or obtain the sample. If add'l info becomes available, we will forward that info to you.

Event description:
Rec'd an electronic report from the FDA maude database that reported the following: "pt has been on peritoneal dialysis since 2006 without any problems. Pt changed to the stay safe and newton cycler in 2007, and infection noted eight days later with final infection approx 12 and 1/2 mos later resulting in a cath removal related to yeast infection. The cap's package states non sterile and anything that touches a pd cath must be sterile. Dates of use: 2007."